Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is under infusing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h4: device manufacture date could not be completed due to lack of information regarding lot number. H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that no damage was found on the components. There was no evidence of the error or reported problem recorded in event history log. The sample was set for accuracy testing, of which one of the samples failed the test, thus, the failure mode reported was confirmed. A corrective action preventive action (CAPA) was opened in 2019 which reported that inadequate process controls for tube arch height and tube placement have allowed pump tubes on disposable to have too low a tube arch and to not be centered. Tight and misaligned pump tubes have resulted in reduced fluid delivery. By way of corrective action, the following were done - improve manufacturing method to introduce range plates into production process for assembly pump tube and implement new inspection step using new equipment in production process. The source of the reported problem was traced to manufacturing. No lot number was provided; therefore, device history record review could not be completed., corrected data: h5: correction: labeled for single use: yes.